Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for oversensing demonstrated by high sensing integrity counter (sic) and high rate non-sustained episodes with noise. The lead remains in use. No patient complications have been reported as a result of this event.